Event description:
(B)(4): (B)(6) procedure - primary total hip replacement liner catalog number - ds10014122 liner lot number -1907174a primary dx - avascular necrosis reported ae -dislocation and subluxation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.